Event description:
It was reported that the implant was removed due to the lip of the implant becoming fractured. Tooth #20.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event not provided.

Manufacturer narrative:
One imp, tsv, 3.7, 10, mtx, mc, mg, ha (tsvmh10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone tissue around the external threads functional testing could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per were bruxism & low bone density ¿ type iii. The reported device had been placed on tooth # 20 for approximately 3 years. X-ray & picture evaluation: none provided. Review of appropriate documentation: documents reviewed: instructions for use tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63802111) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63802111) for similar events (complaint category keywords: functional: fracture: implant) and 1 other complaint was identified under (B)(4). Post market trending review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H4: device manufacturing date. H6: adverse event problem codes. H10: manufacturer's narrative. Section corrected: d4: expiration date.

Event description:
There is no update to the original complaint description provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental report provided as the customer was able to provide the event date and implant explant date.